Event description:
It was reported to philips that the heartstart xl defibrillator patient connector did not make the click sound when the pad cable or paddle cable was inserted. There was no patient involvement.

Manufacturer narrative:
.